Manufacturer narrative:
Philips service replaced the single board computer (sbc) and hard drive, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a blue screen error occurred due to hard drive corruption and sbc failure on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.